Event description:
Asp learned of seven patient reactions to cidex opa from a copy of internal publication discussed during a round table meeting with asp and an allergist. The article is from july 2004 volume 55 number 6. Pt had hives in the genital area and the hives progressed to their entire body. The hives lasted for two days and even though the hives went away a residual pink circular mark remained in the areas where hives were present. The patient also had chest pain, airway problems, their blood pressure dropped in 1/2 and their oxygen saturation fell to around 84 or 86%. Patient was given solumedrol and benadryl and patient responded. Patient did not have any cardiac involvement that required cardiac medications or any other cardiac intervention. Patient was transferred to the ER. This event occurred while undergoing a repeat cystoscopy procedure with a scope that had been disinfected in cidex opa solution.